Manufacturer narrative:
(B)(4). Batch #: x95d7j. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please clarify how ¿the clips came out open and didn't contact where they were being applied.¿. Did device fire malformed clips? Did device drop or eject clips? If other, please specify" investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 9 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws maybe if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a cholecystectomy procedure, the clips did not close down. When the clip applier fired, the clips came out open and didn't contact where they were being applied. Another device was used to complete the procedure. There was no patient harm.